Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that in (B)(6) 2014, the patient presented emergently via emergency medical service (ems) following un-witnessed ventricular arrest. Adjudication indicates stent thrombosis occurred.

Event description:
Same case as MDR ID 2134265-2014-07024. (B)(6) clinical study. It was reported that cardiorespiratory arrest, ventricular fibrillation (vfib) and patient death occurred. In (B)(6) 2012, the patient presented due to unstable angina. Cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion # 1 was a de novo lesion located in the ramus with 70% stenosis and was 16 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with direct stent placement using a 2.25 x 20 mm promus element¿ plus stent, with 0% residual stenosis. The target lesion # 2 was a de novo lesion located in the first right posterolateral (rpl) with 70% stenosis and was 24 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct stent placement using a 2.75 x 28 mm promus element¿ plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In july 2014, the patient was admitted to intensive care unit (ICU) with diagnosis of cardiac arrest secondary to vfib. The patient was placed on hypothermic protocol. The patient was evaluated by cardiology and was recommended for amiodarone drip continuation. In addition, the patient also suffered from anoxic brain injury and acute hypoxic respiratory failure secondary to vfib. During hospitalization, x-ray revealed possible left-sided pneumothorax and a right-sided infiltrate suspicion for possible aspiration. The patient had repetitive episodes of vfib arrest during hospitalization. A decision was made to keep the patient on full code. Subsequently, the patient experienced similar episode of vfib arrest and despite cardiopulmonary resuscitation (CPR) and advanced cardiovascular life support (acls), the patient was unable to regain pulses. Two days from admission, the patient was pronounced dead. The cause of death was cardiorespiratory arrest secondary to vfib.